Event description:
It was reported that during a da vinci-assisted surgical procedure, there were errors displayed on the erbe generator. The biomed called in to report the issue after the case from outside of the operating room. The customer power cycled the erbe to recover and then the errors would reoccur. The system was not connected to onsite; no logs were available. The customer reported errors m-02 and c-00 and stated that the unit would work for a while and then the errors would reoccur. No further details were available. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting errors on the erbe generator, an investigation is in progress. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The erbe was replaced per procedure. The system was tested and verified as ready for use. Isi did receive the erbe involved with this complaint to perform failure analysis. Failure analysis replicated the alleged errors (m-02-3) as it displayed during boot up of the unit. This complaint is considered a reportable event due to the following conclusion: after the start of the procedure, the electrical surgical unit (esu) was not functioning optimally due to persistent errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.